Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe leaked. The following information was provided by the initial reporter, translated from french to english: a leak in the plunger causing air to enter or liquid to leak from the plunger.

Manufacturer narrative:
Investigation summary a device history record review was completed for provided material number 309110 and lot number 2207121. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Unfortunately, due to complications with the sample shipment process, the sample was not able to be received at the investigation facility. To further evaluate this issue, twenty retained samples were obtained for investigation; however, the retained samples did not display any signs of leakage. Based on the provided feedback, it is possible that the reported incident resulted from damage to the plunger lip component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe leaked.the following information was provided by the initial reporter, translated from french to english:a leak in the plunger causing air to enter or liquid to leak from the plunger.